Event description:
It was reported that the t:slim x2 pump battery would not charge, and an alert indicated a power source issue. There was no adverse impact to the customer's blood glucose level. The customer was advised to use different power adapters, and the issue was resolved by using a non-tandem wall adapter with the tandem charging cable. A replacement tandem wall adapter was sent to the customer, and the pump began charging without further assistance required.